Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 activation toggle would not turn off and needed to be manually shut off. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no on conformance issue(s) with this product lot. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).